Event description:
It was reported that the patient's vns battery was at 25% and the patient was experiencing an increase in seizures. No interventions are known to have been planned or occurred to date. No additional relevant information has been received to date.

Event description:
The patient started having an increase in complex partial seizures to 2-3 per week. No further relevant information or report of surgical intervention have been received to date.

Event description:
It was reported that the patient underwent prophylactic vns generator replacement surgery. It was reported that a low output current was observed. It was unknown when the low output current first occurred and it was unclear whether the low output current may have contributed to the increased seizures. The explanted generator has not been received by the manufacturer to date.

Event description:
During attempts at product return, it was revealed that facility had discarded the product.